Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of needle hub cracked was not able to be confirmed by the photo. The customer also returned one, opened cvc kit including an 18ga introducer needle for analysis. Signs of use were observed on the returned components. Visual analysis revealed a crack on the needle hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol , acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of needle hub cracked was confirmed by visual inspection of the returned sample. Visual analysis revealed a crack in the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the procedure according to IFU, the md found when attempting to puncture a vein by connecting the introducer needle to the raulerson syringe, blood does not come out immediately and air leaks from the needle hub. So, the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Event description:
It was reported "during the procedure according to IFU, the md found when attempting to puncture a vein by connecting the introducer needle to the raulerson syringe, blood does not come out immediately and air leaks from the needle hub. So the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).